Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. The device has been explanted and replaced. Healthcare professional noted, double capsule and particles in valve.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Other-technical: no particles were observed in the valve. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed in the surface of the shell.

Event description:
Healthcare professional reported left side capsular contractures, baker grades IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported double capsule on the rga. Healthcare professional reported particles in valve on the rga. Device has been explanted and replaced.